Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and an elevated blood glucose (bg) level of 300 mg/dl, with an unknown cause. The customer attempted to resolve the issue by changing all supplies, drinking fluids, and monitoring bg levels. The customer went to the emergency room (ER) where intravenous fluids were administered to try to resolve the issue. The customer left the ER with a bg of approximately 200 mg/dl. Subsequently, the customer was admitted to the hospital where intravenous fluids and an insulin drip was administered to address the reported issue. Reportedly, the customer was released from the hospital on an approximate date of (B)(6) 2019 with the issue resolved, and no permanent damage.